Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04020. It was reported, the patient no longer had right lumbar coverage. The sjm representative met with the patient and determined the right lead had multiple contacts with high impedance. The left lead was able to provide some coverage, but the patient had high stimulation requirements and was unsatisfied with the coverage from one lead. It was reported, the physician opted to replace the right lead. It was also reported, the patient received effective stimulation postoperative. It was undetermined which lead was replaced, so both leads are reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.